Manufacturer narrative:
Actual device evaluated using simulated use testing. Confirmed reported issue of shaft frosting. Further evaluation determined a vacuum sleeve failure caused the shaft to frost.

Event description:
3 probes failed in pretest. Froze up the shaft. Complaint 1 of 3.